Event description:
In 2008, boston scientific corporation was informed that during an esophagogastroduodenoscopy, while the physician attempted to maneuver the resolution clip device down the scope, the clip bent. The physician used a second resolution clip device and the same issue occurred. A different method was used to complete the case. Patient is fine. Note: this report is being filed for one of the two devices. Please refer to MFR # 3005099803-2008-04971 for the report on other device.

Manufacturer narrative:
Lot number cannot be determined; therefore, manufacturer and expiration date cannot be confirmed.